Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with pacing system was hospitalized due to syncope which resulted in a fall and broken arm. A device evaluation was completed, and there was oversensing of noise on this right atrial (ra) lead that lead to inappropriate atrial tachy response (atr) detections. As a result of the atr detections, ventricular rate regulation caused intermittent inappropriate pacing in the ventricle. Ventricular rate regulation was turned off and no further issues were identified with this ra lead.

Manufacturer narrative:
(B)(4). Upon return to boston scientific's post market quality assurance laboratory, high power visual inspection of the header and lead barrels noted no irregularities. All of the seal plugs were intact. Seal ring marks indicated full lead insertion in all lead barrels. A review of device memory showed that the battery status on the day of explant was ¿good¿ with an effective magnet rate of 90 ppm which indicated a remaining longevity of 1 year or less. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2015. The device was electively explanted due to normal battery depletion.